Manufacturer narrative:
Device evaluation: one smiths medical cadd administration set was returned for analysis in a used condition. Visual inspection found delamination in joins of the filter and the tube. Leak testing on the sample received was performed using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter in the sample. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd® extension leaked from the filter. Due to the leakage, the device failed to deliver the programmed dose. It as also reported that the incident caused the patient's skin to be contaminated with chemotherapy. There was no reported serious injury to the patient.